Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies and the insulin pump went into threshold suspend. Sensor glucose was 63, but blood glucose value was 265 mg/dl at the time of suspend. The customer resumed the insulin pump and blood glucose was 279 mg/dl while the sensor read 59. The customer had received calibration error and change sensor alerts. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.